Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was implanted for bowel and urine control and is not helping at all like it did during the evaluation. Patient said they are using the same program and amplitude as they did during the evaluation. Patient said they are frustrated and disappointed. Patient wanted to know which program they should try. Patient was upset because the manufacturer representative told them they just need to try the programs and see what works.  Patient mentioned the device causing "electricity" down their leg and shaking. The patient was redirected to their healthcare provider to further address the issue.